Event description:
A female pt was admitted for cva and a-fib. Diltiazem gtt IV solution was to be infused and was set at 100 mg/100 ml, and was infusing at 10 milliliter/hour. A cardizem gtt bag was mixed and placed on pump at 2000 with a rate of 10 ml/hr. At 2100, the pump was alarming with the bag of cardizem empty. There was no puddle noted on floor, and no wet area on bed. Pt's vital signs were stable: bp=106/54, pulse=95. Attending physician was notified. Frequent vitals were started to observe patient. The pump showed that 91 ml still left to infuse. The pump was changed out. The pt did not experience and/or sustain any injuries due to this over-infusion. Pt followed incident with stable vital signs the rest of the night.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional info becomes available.